Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels rose up to 380 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 47 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed. The pod functioned as intended. As the needle mechanism was never deployed, it is impossible for it to have deployed early.